Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a transseptal puncture of a left atrial appendage closure procedure a pericardial effusion occurred, requiring a pericardiocentesis. The sheath was position on the posterior and mid area of the fossa ovalis, and the wire was advanced. This was the point at which a pericardia effusion was observed on the echocardiogram and the procedure was cancelled. Drainage was performed and 1 unit of blood cells was given to the patient. The patient was stable throughout the procedure and was then extubated and transferred to the intensive care unit for monitoring. Further information about the status of the patient was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.